Event description:
Caller reported the following blood glucose results from 2 different inform systems on the same patient within 10 minutes: inform system 1 @ 17:31 bg=hi (>600 mg/dl) inform system 1 @ 17:34 bg=80 mg/dl inform system 1 @ 17:36 bg=23 mg/dl inform system 2 @ 17:39 bg=23 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 552025, expiration date 10/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.